Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The multi-link vision stent is being filed under a separate medwatch MFR number. The reported myocardial infarction, thrombosis, arrhythmia, hypotension, occlusion, and restenosis are known adverse event listed in the vision instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Received maude report # (B)(4) as follows: on (B)(6) 2009, transferred here from the field by helicopter for stemi, films reveal 99% mid rca lesion at the level of acute marginal, felt to be the culprit vessel. Two 3.0 x 28 multi-link vision stents deployed. Discharged on asa and plavix, on (B)(6) 2010 again transferred from the field by helicopter for stemi. Pt reports recently coming off plavix although cannot give exact date. Emergently to ccl, films reveal 100% occlusion with thrombus of previously placed stents. Plan is for attempted pci. A 2.5 x 20 apex to dilate. Some reperfusion with inflations, but heart rate decreased to 40s, and arterial pressure to 30s, non-invasive bp 60-70s. Dopamine, temporary pacer, and more inflations performed. Hypertension continues. Iabp inserted and then further files taken that reveal restenosis. With cardiogenic shock and known disease in lad and circ, emergent cab felt to be best change at complete revascularization. Cab performed (B)(6) 2010, discharged to extended heath care facility. Due to anonymous report received, no additional information could be obtained.